Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) essure removed? Yes, surgery not specified. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) done. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury was updated to events: dysmenorrhea (cramping), general abnormal bleeding, pelvic pain and abdominal pain. Essure removal details added. Outcome for events dysmenorrhea (cramping), pelvic pain and abdominal pain were resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 27-year-old female patient who had essure (ess205) (batch no. 12246180) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2006 patient underwent essure confirmation test : result : tubal occulsion. Concurrent conditions included depression since 2001. Concomitant products included desvenlafaxine since 2001, hydrocodone and lamotrigine (lamotrigin) since 2008. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 12 days after insertion of essure (ess205). On (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2004, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding / extreme blood loss"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and haemorrhage ("blood loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and fatigue had resolved and the genital haemorrhage, cystitis, dyspareunia and haemorrhage outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) essure removed? Yes, surgery not specified. Discrepancy noted as essure insertion date:(B)(6) 2004. Number of coils seen right: 9 left: 3. Essure removal date provided in pfs ((B)(6) 2020) : (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Impression: tubal occlusion. Questionable mass in the endometrial cavity.. Ultrasound pelvis - on (B)(6) 2005: impression: negative transabdominal pelvic sonogram. Negative transvaginal pelvic sonogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 27-year-old female patient who had essure (ess205) (batch no. 12246180) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2006 patient underwent essure confirmation test : result : tubal occulsion. Concurrent conditions included depression since 2001. Concomitant products included desvenlafaxine since 2001, hydrocodone and lamotrigine (lamotrigin) since 2008. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 12 days after insertion of essure (ess205). On (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2004, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding / extreme blood loss"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and haemorrhage ("blood loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and fatigue had resolved and the genital haemorrhage, cystitis, dyspareunia and haemorrhage outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) essure removed? Yes, surgery not specified. Discrepancy noted as essure insertion date: (B)(6) 2004. Number of coils seen right: 9 left: 3. Essure removal date provided in pfs (B)(6) 2020) : (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-may-2004: total bilateral occlusion. Impression: tubal occlusion. Questionable mass in the endometrial cavity.. Ultrasound pelvis - on (B)(6) 2005: impression: negative transabdominal pelvic sonogram. Negative transvaginal pelvic sonogram. Most recent follow-up information incorporated above includes: on 6-may-2020: pfs received : previously reported event "bladder or urinary problems or changes" updated to " bladder infection ", lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2001. Concomitant products included desvenlafaxine since 2001, hydrocodone and lamotrigine (lamotrigin) since 2008. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 12 days after insertion of essure (ess205). On (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2004, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and haemorrhage ("blood loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and fatigue had resolved and the genital haemorrhage, bladder disorder, urinary tract disorder, dyspareunia and haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) essure removed? Yes, surgery not specified. Discrepancy noted as essure insertion date:(B)(6) 2004. Number of coils seen right: 9 left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Impression: tubal occlusion. Questionable mass in the endometrial cavity. Ultrasound pelvis - on (B)(6) 2005: impression: negative transabdominal pelvic sonogram. Negative transvaginal pelvic sonogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received. New events added: abnormal bleeding (vaginal, menorrhagia), bladder problems, urinary problems, dyspareunia, fatigue, blood loss. Reporters, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.